Event description:
Customer reportedly received the following sets of results on the aviva system: within 10 minutes: 550 mg/dl and 130 mg/dl. And within 10 minutes: 440 mg/dl, 98 mg/dl, and 86 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.